Event description:
In 2001, the region reported that a donor record with positive test results had not received the expected assertion for those test results. Nbcs is designed to automatically apply assertions associated with positive test results to donor records. The system checks for positive test results whenever a donor record is released from registration hold and during the labin process when test result data is transferred to the nbcs database. Positive test results for a specific donation serve to block the release of any product made from that donation, but an assertion also blocks the release of products from previous donations made by that donor and prevents future donations by that donor. An investigation revealed that a timing problem exists in the system if a donation is released from hold during a labin session. As the result of the timing issue, a donor record may not receive an assertion for a positive test result. When the timing scenario occurs, the labin processing exception report includes a message "notice: donor not identified." This message is not unusual and will appear whenever a donor record has not been identified prior to the labin process, even when the timing scenario does not occur. However, the presence of this message provides a flag for the region to investigate and ensure that all assertions associated with positive test results are appropriately applied to the affected donor records. At the time of this investigation, existing procedures did not direct users to take any action in response to this message that would have resulted in the discovery of a missing assertion.